Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the ER after receiving inappropriate shock. The patient got therapy that broke the afib. The device is also subject to the battery advisory. No further information is available.

Event description:
Correction: programming changes were also recommended.